Manufacturer narrative:
H4: the device was manufactured from april 17, 2020 - april 23, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample which indicated leak. The reported condition was verified. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the junction of the white flow restrictor. A portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white fluid restrictor of a large volume infusor detached from the line resulting in fluid leakage. This was observed prior to patient use. The device was filled with 8000mg flucloxacillin in sodium chloride 0.9%. There was no patient involvement. No additional information is available.